Manufacturer narrative:
Investigation summary: one photo was provided. It shows a syringe with a red tape towards the top part of the barrel, next to barrel flange. The photo has highlighted with a circle the rubber stopper bottom part. It has silicone. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: confirmed: bd was able to duplicate or confirm the customer's indicated failure mode with the photo provided. This is the 1st complaint for lot # 9056886 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: syringe assembly process. It could have happened that while siliconizing the rubber stopper the silicone was not evenly distributed. Rationale: CAPA not required at this time.

Event description:
It was reported that silicon-like foreign matter was found on the bd luer-lok¿ tip syringe gasket during use. The following information was provided by the initial reporter: "foreign material on the gasket. There has been seen foreign material on the syringe gasket. It looks like silicon. The customer could not use this syringe and anticancer drug because of foreign material."